Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that two axsym anti-hcv reagent kits have broken lids on reagent bottle #1. A probe crash occurred due to this issue. There was no impact to pt management reported.